Event description:
It was reported that during the procedure, a 5.0x40x50 fox cross percutaneous transluminal angioplasty catheter was advanced onto a non-abbott guide wire, and then advanced without resistance to a mildly calcified, 90% stenosed, 40-millimeter (mm) lesion in a mildly tortuous, 4.0mm-diameter arteriovenous shunt at an anastomotic vessel site. Using an indeflator, the fox cross balloon was inflated to 14 atmospheres (atm) for 60 seconds, three times. During the 4th inflation to 14 atm, the balloon ruptured. The fox cross balloon dilatation catheter was withdrawn from the anatomy without resistance and dilatation was completed using a non-abbott balloon. There were no patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): indication for use. Guide wire: radifocus. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the purpose of use, indication, or effect section of the foxcross percutaneous transluminal angioplasty (pta) instructions for use states that this device is the balloon dilatation catheter for dilation of lesions in the artery and vein except coronary, and for occulted shunt lesion for pta. Based on the reviewed information, no product deficiency was identified.